Manufacturer narrative:
E1: reporting institution phone#(B)(6). E1: reporter phone#(B)(6). A philips remote service engineer (rse) spoke to the customer and considering the displayed inop together with audio loss it was agreed to change the speaker assembly. A nemo (non engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue. The customer was provided a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the monitor alarmed for speaker malfunction inop. During testing in the biomed department, the biomed noticed the issue was intermittent. At one point when the biomed was performing a pm on the unit the sound stopped working for a short while as well. Issue went away on its own and the speaker started working again. The device was not in use on patient at time of event, there was no adverse event reported.